Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue mx450 patient monitor and no sound was coming from the device. The device was not in use monitoring a patient at the time of the reported issue. There was no patient involvement.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips fi eld service engineer (fse) went to the customer site and confirmed the speaker failure and replaced the loudspeaker assembly) to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer.